Event description:
On 8/30/1999 safeskin corp was served with the following lawsuit. Plaintiff's claim alleges the following: allergic rhinitis; dermatitis; hives; shortness of breath; systemic asthma; uticaria and type ii latex allergy.